Event description:
It was reported the customer received a motor error and no delivery alarm. The customer's blood glucose was 109 mg/dl. Troubleshooting found insulin was not able to exit with a plunger push. The customer was advised the alarms was caused by an infusion set/reservoir connection. Customer was advised to replace their infusion set and reservoir. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).